Event description:
It was reported in a monthly maude review that when using an arthrex suturelasso to pull suture during an arthroscopic labral repair, the tip broke off into the deep soft tissue outside of the shoulder capsule. The tip was not retrieved.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device cannot be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Complainant's event is typically caused by leveraging against hard bone or another instrument. This is the first complaint of this type for this part/lot combination. Facility source unknown.